Event description:
It was reported to philips that the device is rebooting. There was no patient involvement. One processor pca was returned for failure analysis. The reported problem was verified and/or duplicated during lab tests. The som pca was found to be defective as there was a wlfs error.

Event description:
It was reported to philips that the device is rebooting. There was no patient involvement.